Manufacturer narrative:
The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
The fan filter was "not so clean" per customer and the air inlet filter wasn't too bad". The remote service engineer advised the customer that the issue could be caused by multiple factors (dirty filters, non-functioning fan, a faulty blower, or faulty mc. The customer was advised to return the unit to the rental company for repair.unable to confirm if the event occurred during patient use; no response was provided during good faith effort (gfe) follow-up contacts. Out of an abundance of caution, the event was listed as "in use" at the time of the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported error blower temperature high. There was no patient involvement.